Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative inspected the device and could not reproduce the reported issue. A technical safety inspection was performed per the service manual and the system was found to be working properly and within specification. The unit was returned to service. This is a known issue and a root cause investigation (rci 2015-12) has already been performed. Evaluated by (B)(4) field service.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was not warming correctly during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin heater-cooler system 3t was not warming correctly during a procedure. There was no report of patient injury.